Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycler peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis, characterized by abdominal pain and nausea. It is well established for those patients undergoing peritoneal dialysis (pd) therapy are at high risk for infections of the peritoneum. The cause of this patient¿s peritonitis is attributed to touch contamination during ccpd therapy on the liberty select cycler at home. This is further evidenced by a well-known microorganism that colonizes on human skin and nares and is a major contributor to peritonitis through touch contamination. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
A peritoneal dialysis (pd) patient contacted technical support to report that they had an infection. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported that peritoneal effluent fluid cultures were taken on (B)(6) 2020 in the outpatient clinic and presented with (B)(6). The pdrn stated the patient was diagnosed with peritonitis due to touch contamination. The pdrn stated a peritonitis survey conducted showed the patient did not adhere to aseptic technique during setup of the liberty set and the patient is scheduled for retraining. The pdrn confirmed the patient¿s peritonitis was not caused by a malfunction or deficiency of the liberty select cycler or any fresenius product(s), device(s) or drug(s).